Event description:
Per the clinic, the patient experienced a decrease in performance and reported a ¿buzzing¿ sound with the device. The results of an integrity test in 2009 indicate multiple electrode anomalies. The patient was explanted about 6 weeks later, and the patient was reimplanted with a new device during the same surgery.